Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead had a lead impedance warning. It was also noted that the right ventricular (rv) lead had high threshold measurements. Reprogramming was done for rv pacing only, which disabled the lv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.